Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks. The patient was found passed out after experiencing an inappropriate shock. Device replacement is planned.